Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that  the patient is having issues with the device. The health care provider told the patient to reach out to the field representative. Patient originally had gone to the doctor that had placed the implant because of device placement and it being uncomfortable. That issue started beginning of (B)(6) 2022. Then the patient was in a car accident a week from the day she saw the doctor. The accident was (B)(6) 2022. The left side of her body was impacted. The patient felt like she was getting electrocuted so she had to turn the therapy off. The doctor took pictures of the interstim device.  No further complications were reported/anticipated at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient stated they have not contacted the hcp yet but reached out to rep but no response. The patient indicated that the device malfunctioned. The cause of device not working was not determined. They got shocked after impact of vehicle. The most likely cause indicated that the hyper sensation skin felt hot to touch. The reported issue has not been resolved yet.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.